Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad cover was missing/peeling and the ok keypad button subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: visual inspection revealed that the bottom of the keypad cover was lifting up. The ok keypad button was under responsive. The keypad cover was removed and there was evidence of contamination found on the ok button contact. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the audio bolus button cover was punctured but the button remained responsive.